Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of received records, it was learned that a patient with a 25mm 7300tfx mitral pericardial valve underwent paravalvular leak (pvl) closure after an implant duration of five (5) years, two (2) months due pvl. No other information was provided.